Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received drive count or time values or changes incorrect for moving or coasting, too slow or too fast. The customer¿s blood glucose level was 182 mg/dl. The customer also stated that the pump error occurred 2 times. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. There was no unexpected pump error 37 during testing.